Event description:
In 2009, pt reported her readings have been "through the roof" this past month. Pt states her readings have been in the 400's mg/dl and 500's mg/dl. She reports her meter even read hi at one point. Pt's normal blood glucose range is between 85-130 mg/dl, and at night 140-180 mg/dl. Pt states, she is not sure why her blood glucose was running high. She states normally if she ate and forgot to give a bolus or is sick then she knows why her blood glucose is elevated, but the reason for elevated readings this past month is unclear. Pt reports she would continue to bolus, but her blood glucose would still be elevated. She states no alerts or errors have occurred. Pt states, she assumes she did not have the infusion tubing tight. Pt states she does check history on a daily basis, however she has never noticed any discrepancies. She reports, she is currently using her back up infusion device and has been since six days prior to report. Pt states her blood glucose returned to normal once she began using the backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was not available for troubleshooting. Product was replaced and requested return of the suspect product for eval.